Event description:
Healthcare professional reported "silicon implant was leaking". Healthcare professional later reported "leaking silicone, discolored and capsular contracture baker grade I". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Continued: e.1. State: (B)(6). Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ product discolored: observed product discolored through visual inspection none of the other observations performed during the device analysis (creases and non penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "silicon implant was leaking". Healthcare professional later reported "leaking silicone, discolored and capsular contracture baker grade I". This record is for the left side. The device has been explanted.